Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited farfield oversensing. Review of the lead under fluoroscopy noted the lead tip to be near the tricuspid valve. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.